Event description:
It was reported that; surgeon used the radius height adjuster. One of the prongs on the height adjuster broke off in the screw upon backing screw out

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device has been in the field for 3-4 years. Consistent use of the device over time may lead to breakage of the instrument. Conclusion: a plausible root cause is device age.

Event description:
It was reported that; surgeon used the radius height adjuster. One of the prongs on the height adjuster broke off in the screw upon backing screw out.